Event description:
Procedure: laparoscopic low anterior resection according to the reporter: after inserting the stapler with a 60cm sulu, the surgeon found that it was not easy to position and did not fire the device. The surgeon changed to a 45cm sulu. After firing, surgeon pulled back the black button to the end of the stapler, however, the knife blade could not be retracted and the jaw could not be opened. The surgeon observed that the tissue had been cut and stapled. So, he tried to use another clamp to open the jaw by mechanical force and separated the rectum tissue out from the sulu. Finally, the rectum was cut and stapled. The jaw remain closed and knife blade cannot be retracted. Surgery time was extended by approx. 30 minutes. The surgeon has performed another surgery later for the temporary colostomy to have faster wound healing of the lower rectum.

Manufacturer narrative:
(B)(4). Device eval is in process.